Event description:
The customer received a blood glucose reading of 204 mg/ dl from his contour and a reading of 93 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product is expected to be returned at this time.